Event description:
A surgery center materials mgr reported that during cataract surgery, the system's touch screen went black, and the system locked. They tried rebooting, but the problem was not resolved. The system was exchanged and the surgery was completed after a delay of approx 15 mins. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log reveals multiple occurrences of system message (sm) [lost ac power]. It is unk if these sms are related to the customer reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause of the customer reported event is unk. (B)(4).